Event description:
It was reported that during a laparoscopic appendectomy procedure, the device required excessive force to fire. After firing, the jaws of device would not open. The customer could not provide add'l info on how the device was removed from the tissue. There was no adverse consequence to the pt reported.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.